Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system alert. The blood glucose was high at the time of the incident and customer declined troubleshooting for the high blood glucose the drive support cap is protruded. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised forced sensor system alarm due to motor error alarm. Pump received with corroded battery tube noted.